Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) cuff. A surgical procedure was performed in which the component was removed and an urethroplasty performed. The existing tubing for the pump and balloon were plugged while the patient healed. Three months later, a surgical procedure was performed in which a new cuff was implanted. There were no further patient complications.